Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on ligation of the vessel, at least one clip was fired from the device and either that clip or any clips after are not loading properly into the jaws. The procedure was converted to open due to the device problem. They changed to a new product to complete the case.